Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 50% stenosed, eccentric lesion, containing a <45 degree bend, being treated was located in the mildly tortuous, severely calcified distal right coronary artery (rca). The lesion was not predilated. The physician attempted to place the 4.00x20mm promus element stent, but was unable to cross the proximal rca. Upon removal, damage at the proximal end of the stent was identified. The lesion was predilated with an unspecified balloon and the procedure was completed with another 4.00x20mm promus element stent. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device identified distal stent damage. Struts on rows 2 and 3 from the distal end were raised and misaligned. The distal end of the stent was stretched 1mm over the distal end of the distal markerband. No issues were noted with the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. There were kinks identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 50% stenosed, eccentric lesion, containing a <45 degree bend, being treated was located in the mildly tortuous, severely calcified distal right coronary artery (rca). The lesion was not predilated. The physician attempted to place the 4.00x20mm promus element stent, but was unable to cross the proximal rca. Upon removal, damage at the proximal end of the stent was identified. The lesion was predilated with an unspecified balloon and the procedure was completed with another 4.00x20mm promus element stent. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.